Event description:
It was reported by service report that the locking of the head section was affected when it was extended. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Retractable head section.